Event description:
It was reported that while administering an infusion to the patient, the doctor found that the disposable implantable drug delivery device's infusion needle was damaged, with blood leaking, and it could not be used on the patient, and it was promptly replaced with a new one. There was patient involvement and no harm/ adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.